Manufacturer narrative:
It was reported that after the pentaray nav high-density mapping eco catheter had been disconnected from the irrigation tubing, the irrigation tubing was unable to be reconnected to the pentaray nav high-density mapping eco catheter. The caller stated that upon inspection of the pentaray catheter, something seemed to be lodged in the fluid port of the pentaray nav high-density mapping eco catheter. They replaced the pentaray nav high-density mapping eco catheter and the procedure was able to be continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the luer hub was occluded with a part of the irrigation tube connector. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material and luer hub issues reported by the customer were confirmed due to the occlusion observed. The occlusion could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter something seemed to be lodged in the fluid port. It was reported that after the pentaray nav high-density mapping eco catheter had been disconnected from the irrigation tubing, the irrigation tubing was unable to be reconnected to the pentaray nav high-density mapping eco catheter. The caller stated that upon inspection of the pentaray catheter, something seemed to be lodged in the fluid port of the pentaray nav high-density mapping eco catheter. They replaced the pentaray nav high-density mapping eco catheter and the procedure was able to be continued. There was no patient consequence.

Manufacturer narrative:
On 22-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).